Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that an increase in threshold and decrease in r-wave were observed; exit block was suspected. The lead was explanted when repositioning was unsuccessful.